Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. Subsequent samples were run and a lower, negative result was obtained. The patient was transferred to another facility. An echocardiogram was performed. Patient treatment was not otherwise altered or prescribed. No invasive procedures were performed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is sample integrity. The account does not meet the tube manufacturer's recommendations for spin speed and duration. The IFU for dimension ctni flex reagent cartridge contains the following information: "follow the instructions with your specimen collection device for use and processing"; and "specimens should be free of particulate matter." The instrument is performing within specifications. No further evaluation of the device is required.